Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for a cardiac arrest, that required cardiopulmonary resuscitation (CPR). It was reported that on (B)(6) 2022, a patient presented with grade 3-4 functional mitral regurgitation (mr), aortic valve replacement, and restricted posterior. The system was prepared, and the steps were performed according to instruction for use (IFU). The clips were safely implanted. The steerable guide catheter (sgc) was removed from the atrial septum, and confirmed via echocardiography. As the sgc was removed, the patient experienced bradycardia and cardiac arrest. As intervention chest compressions were performed and the heartbeat resumed. After checking the electrocardiogram, it seemed as though the possibility of air embolism was low, as there was no st elevation before the cardiac arrest. An extracorporeal pacemaker was inserted, and the symptoms did not worsen the next day. It is possible that some event in the atrial septum triggered bradycardia, leading to cardiac arrest. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported bradycardia and cardiac arrest is undetermined. The reported patient effects of bradycardia and cardiac arrest are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances as CPR was performed and an extracorporeal pacemaker was inserted. There is no indication of a product quality issue with respect to manufacturing, design or labeling.